Manufacturer narrative:
The associated complaint device was not returned for evaluation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information; surgical procedure/post-operative care review; device labeling (including technique guides, ifus, etc.). No relevant clinical medical information was provided to conduct a thorough medical assessment.

Event description:
It was reported a revision surgery due to tibial loosening. The rep was contacted base on the information in complaint (B)(4). He informed that the part and lot number information is not available. No further information is available.